Event description:
It was reported that after opening the foil packaging on (B)(6) 2012, it was discovered that the foil packaging had pin prick holes in it. This was identified before use and it was not used on a patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): one open package was returned for evaluation. The foil was severely damaged to the point that the white foil showed signs of delamination. The outline of the paper folder was plainly visible through the foil. There was a yellowish fluid that stained both the label and the foil pouch. A dye penetration test was performed in the many areas circled on the opened packages. These voids were found to be stress fractures that were in the foil layer but did not penetrate through all the layers. It could not be determined how or when this damage occurred, however, it most likely occurred outside the manufacturer's control. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.